Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow-up, myopotential oversensing resulting in pacing inhibition was observed on the device. The patient is pacemaker dependent, however, the patient experienced no adverse consequences due to the loss of pacing. Abbott technical support reviewed device session records and confirmed the event. The device is anticipated to be reprogrammed to resolve the event at the patient's next in clinic follow-up. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was in stable condition.